Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had gradual rise in both threshold and impedance. The lead programming was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold continue to rise, the impedance was low, and oversensing occurred. Portion of the lead was capped and the superior vena cava (svc) coil remained active. A new rv lead was implanted as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had gradual rise in both threshold and impedance as well as high impedance. The lead programming was adjusted and the rv lead remains in use. No patient complications have been reported as a result of this event.